Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest under where some of the electordes sit. There was no alleged device malfunction. The patient's physician prescibed an unknown cream. The patient's irritation was reported as improving.